Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intraoperatively due to the severe myocardial scar of the patient the pacing lead was fixed in the patient's left bundle branch (lbb) area. Good parameters could not be obtained. High thresholds were observed. After changing the position many times, good electrical parameters still could not be obtained. The lbb lead was removed, and it was found that the lead tip was entrained with myocardial tissue. After cleaning, the attempt was continued, but the parameters were still not ideal. It was suspected that the helix was slightly deformed, so for the safety of the patient, the lbb lead was not used and was replaced with a his lead. When the right atrial (ra) lead was attempted it could not be implanted due to the patient's anatomy. After several attempts, the patient had a low blood pressure due to the long operation time. The ra lead was not used and was replaced. No further patient complications have been reported as a result of this event.